Event description:
Treatment of an sab acc a aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the first implant coil could not be detached with the instant detacher. The manual method (an alternative detachment method presented in the instructions for use) was also attempted, but without success.

Manufacturer narrative:
The pusher assembly was returned for evaluation broken into two segments at approximately 178cm from the distal end with the broken proximal segment missing as it was discarded. The implant coil was still attached to the pusher assembly. During the evaluation, the pusher assembly was broken distal to the broken location and the released wire was pulled causing the implant coil to detach as intended. The evaluation could not determine the cause of the reported event; however, the broken location had jagged edges that may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).